Event description:
The patient stated that the dexcom g7 sensor/ transmitter, expected to last 10 days, typically fails after about 7 days of use. The adhesive does not consistently adhere to the skin, requiring additional patches or skin-tac wipes, which provide little to no benefit. The patient indicated this has been a recurring issue over the past year, impacting device reliability and daily management. The most recent occurrence was about one week ago.